Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 27-jan-2023. H6. Investigation summary: four samples and photo received for investigation. Upon visual evaluation, foreign matter can be observed on two samples, one sample with a black dot on the barrel and another sample with a black dot on the cannula, therefore the incident is confirmed. No other defects or issues observed, unable to confirm package damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. During review of the process, possible root cause for black dot on the barrel is associated with accumulation of dust in the lines, the black dot on the cannula occurred during the silicone application process, and can be transported inside the protector assembly. Actions will be implemented, replace guard feeder brushes every four months, installation of a cleaning system for the protectors through a set of pressurized air ionizers, which intends to discharge the material electrically, reducing its static charge for subsequent suction of the particles released through vacuum, and review of the cleaning procedure with operational training aimed at contamination problems. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure.

Event description:
It was reported while using bd¿ precisionglide¿ needle there was a hole in the packaging that voided sterility. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: a hole in packaging due to needle safety shield extension.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ precisionglide¿ needle there was a hole in the packaging that voided sterility. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: a hole in packaging due to needle safety shield extension.